Manufacturer narrative:
It was reported that the edge of the hudson connector broke off when being attached to the mini connector while being used in the patient. The associated t-handle was not returned for evaluation. Thus the product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device information was not made available, device history record review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. The t-handle is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Manufacturer narrative:
Updated result of investigation: it was reported that the edge of the hudson connector broke off when being attached to the mini connector while being used in the patient for treatment. The associated t-handle was not returned for evaluation. Thus the product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device information was not made available, device history record review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. Similar complaints have previously been identified and this failure mode will continue to be monitored. The t-handle is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that the edge of the hudson connector broke off when being attached to the mini connector while being used in the patient. No delay or injury reported. Backup device was available.